Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up in the high 200 (mg/dl) range. Reportedly, the cause of the elevated bg levels were due to the customer's working conditions which caused the insulin to "get too hot". Customer stated that the insulin reached a temperature that affected the quality of insulin, and customer would have to change out cartridge due to the heat. Customer addressed impacted bg levels with a corrective bolus.